Manufacturer narrative:
Estimated weight. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported difficult to insert due to clip becoming caught on the clip introducer (ci) resulting in torn ci (material split, cut or torn) appears to be related to user technique. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. The third mitraclip device referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report the torn clip introducer on the first mitraclip. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first mitraclip was being prepared when the clip got caught on the clip introducer (ci), resulting in a tear on the ci and ci pieces were found in the gripper. This mitraclip was not used in the patient. Another mitraclip was prepared and implanted without issue. The second mitraclip was deployed and a new jet emerged between the two clips. The space between the clips was measured and confirmed adequate for placement of a third clip. During advancement of the third clip across the valve, the third clip jumped forward. This unexpected movement was thought to be due to the coapted leaflets causing friction on the third clip during advancement. When the physician was going to grasp the leaflets with the clip, resistance was met which was thought to be related to chordal interaction with the clip. Gentle troubleshooting was performed which freed the clip. The third clip was deployed between the two leaflets, but it was suspected to have chordae in the grasp. There was more mr lateral to the second deployed clip. Leaflet perforation was noted at the second clip. It is unknown when the perforation occurred, but may have happened when the third clip jumped forward or when it got caught in chordae. The procedure was completed with mr grade 3. No additional information was provided.